Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device had an logged an event code that could potentially indicates a device sensing problem. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device had an logged an event code that could potentially indicates a device sensing problem. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker determined the cause of the reported issue was due to a faulty analog pcba.it was confirmed that the device cannot be repaired. The device was returned to the customer unrepaired.